Event description:
It was reported that, "during the tka, when the surgeon was inserting a femoral component with the femoral impactor/extractor, the tip of the handle broke."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.